Event description:
Customer reported an error alarm on the insulin pump. The blood glucose reading was not known. The insulin pump was not stored or out of use for an extended period of time. The insulin pump passed the self test. The insulin pump also alarmed for battery out limit after a battery change. The batteries had been outside of the insulin pump for a greater duration than allowed by the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.